Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited crosstalk oversensing in the right ventricular (rv) channel which led to pacing inhibition and one round of anti-tachycardia pacing (atp) being delivered. Technical services (ts) was contacted and reviewed the data. As a result, this crt-d system was reprogrammed. This crt-d remains in service. No additional adverse patient effects were reported.